Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock effect (harm): over drainage of csf and infection residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - stopcock started leaking.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Sterile date: 31 oct 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the CAPA plan status. Complaint history review/trend analysis: (B)(4) previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within the past two years. Failure rate = (B)(4). Risk management review: (identify hazard ID) a review of doc-035405 medical device hazard analysis (rev 10), identifies the hazard situation as "4.40 leakage of csf from the stopcock." The risk level is considered moderate. Based on complaint of "leaking at stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged system, drip chamber, and patient line stopcock. System stopcock was broken at the female luer and lever which is used to turn the stopcock into a closed or open position. The patient line and drip chamber stopcock had a crack on the wall. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There seemed to have been a buildup of blood/bodily fluids at the drip chamber stopcock. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was inconclusive, as the device's rotational mechanism was compromised due to structural breakage at all three stopcocks. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external tools. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - stopcock started leaking.